Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing discomfort at the ipg site and the position of the ipg was of concern to the patient. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was repositioned. This addressed the issue.